Manufacturer narrative:
Manufacturer's comment: through follow-up activity with our affiliate, mitek was made aware on (B)(4) 2013 that metal fragments had fallen from the complaint device into the patient during the soft tissue acl repair procedure on (B)(6) 2013. Because of this issue, mitek is filing this MDR to document the event. Reportedly the complaint device is being returned to mitek for evaluation, although it is unknown if it will arrive within the thirty day period. If and when the complaint device is received by mitek, a follow-up report will be filed after an analysis has been performed.

Event description:
Our affiliate reported that an unknown manufacturer's beath drill pin made contact with the distal tip of a mitek 5mm offset femoral aimer during use in a soft tissue acl repair procedure, which resulted in metal fragments falling into the patient. The fragments were removed and the procedure was completed with no reported harm or consequence to the patient.

Manufacturer narrative:
The complaint device was received and inspected under magnification. Visual observations indicate the device to be old and heavily used. The marking on the device are slightly faded and rusty. The distal tip when examined under magnification revealed nicks and marks consistent with coming in contact with sharp metal instruments. No burr observed as reported. There was no visual indication on the device that would suggest the metal shavings emanated from this device. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. We cannot determine a definitive root cause for this failure. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.